Event description:
During follow-up, loss of capture was observed on the left ventricular (lv) lead and undersensing was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and dislodgement of the lv lead was confirmed. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.